Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a visual inspection of the pump showed that there was rust in the battery compartment. No cracks were observed in the pump¿s casing. The pump passed a leak test. The pump cover was opened and moisture was found on the support bracket and banister. The returned battery cap was able to securely attach on to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was evidence of moisture ingress in the battery compartment. There was allegedly no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.